Event description:
Facility reported an internal blood leak (37 uses). There was a blood leak alarm on the machine. The hema strip tested negative. Estimated blood loss was 150cc. No pt ill effect. No medical intervention. MDR filed on blood loss. The sample is available for examination.